Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via chat and stated that the replacement toothbrush heads didn't snap on tightly, and came loose while brushing. No injury was reported.